Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2023 reason for device explant and/or reoperation: deflation, device migration, generalized illness manufacturer¿s reference number:(B)(4)

Event description:
It was reported that a 64-year-old hispanic/latino caucasian female patient underwent a primary breast augmentation surgery with 210cc mentor smooth round high profile saline breast implants. Post-operatively, the patient experienced bilateral deflation of her prostheses as well as a cyst in her left breast, which were confirmed via sonogram and mammogram. The patient also reported that both of her implants are out of place, and she has begun to feel sick and exhausted. As a result, the patient is scheduled for removal surgery on (B)(6) 2023. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-03193 for the contralateral event.